Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump unexpected shut off. Blood glucose level ranged between 395-500 mg/dl and a manual injection was used to correct. Due to the pump shutting down, the customer went to the emergency room (ER) and was subsequently hospitalized. While in the hospital the customer received an insulin drip as treatment. The customer was released from the hospital on (B)(6) 2018 with a bg level of 273 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.